Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include but are not limited to vascular trauma.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an acute type b aortic dissection using a gore® tag® conformable thoracic stent graft with active control system. The procedure was completed without any issue. On an unknown date, follow up CT imaging revealed a distal stent graft-induced new entry (dsine) at the distal end of the device. On (B)(6) 2020, a reintervention placing an additional stent graft at the distal side of the device was performed. The procedure was completed without any issue, and the patient tolerated the procedure. It was reported that the dissection might have caused by fragile blood vessel.